Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 33mm tricuspid annuloplasty ring was implanted and explanted during the same procedure for unknown reasons. It was replaced with a non-medtronic bioprosthetic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that after implanting this annuloplasty ring, echocardiogram confirmed residual regurgitation due to the inability of the ring to diminish the annulus along the medial portion of the anterior leaflet and the entire posterior leaflet any further. The patient anatomy did not allow for an adequate repair, so the native valve was ultimately replaced with a non-medtronic bioprosthetic valve. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.